Manufacturer narrative:
Investigation is ongoing. H3 other text : the device was discarded.

Event description:
As reported by the field clinical specialist, during a transfemoral tavr procedure, a circumferential balloon rupture occurred upon full deployment of the 29 mm commander delivery system. The device was snared from the contralateral side which collapsed the balloon into the esheath+, and everything was able to be removed as a unit. No vascular issues were noted upon removal of the devices. A new esheath+ was used to successfully complete the procedure. No patient complications were reported. The devices were discarded and will not be returned.